Manufacturer narrative:
Pump had or damage. Tubing was functional. Pump performed within specifications. Cylinders performed within specifications. Reservoir had a wear leak.

Event description:
Info received on 8/12/97 indicates the entire device was removed from the pt and replaced on 8/11/97 due to a leak in the reservoir on 8/11/97.